Event description:
It was reported that, cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s trainer connector won't plug in. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. Corrected fields: b5, e1 (event site name and address) due to character limit in block e1 full event site name is (B)(6). Event site address is (B)(6). A getinge field service engineer (fse) inspected the unit and confirmed that the trainer attachment area would not allow insertion of the connector. The front end board (d670-00-1164) was replaced to address the issue. Following the replacement, the trainer connected properly. The unit subsequently underwent pressure adjustment and a test run, during which performance was verified to be satisfactory. The following was performed by the, sr. Service technician of the maquet failure analysis and testing department, wayne, nj. The failure analysis and testing department received part number 0670-00-1164_a front-end board, serial number (B)(6), with a reported unit failure that the trainer connector would not plug in. The fat department conducted a visual inspection of the part received and found it to be in good condition. The fat department installed p/n 0670-00-1164_a, s/n (B)(6), in the cardiosave test fixture serial number (B)(6) and tested it to factory specifications per procedure number 0002-07-d016 rev. G and cardiosave manual number 0070-00-0639 revision r. The failure analysis and testing department inspected the trainer connector and verified that it does not properly mate with the corresponding interface, preventing successful insertion. The front-end board is being retained in the fat department per procedure 0002-07-d008 rev. Av.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) trainer connector could not be plugged in. No patient was involved, and no injury or harm was reported.